Event description:
The angiosculpt device was used to treat a moderately tortuous and severely calcified distal sfa. During inflation at 12 atm, the balloon ruptured. The procedure was completed with a new balloon. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.

Manufacturer narrative:
The patient''s dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.